Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305828 and lot number 3251726. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. The picture shows a needle with a small particle on the cannula component. The customer has provided a report which indicated the size of the foreign matter and the origin. The particle is polypropylene. The plastic needle materials (hub and shield) are manufactured with polypropylene. Twenty (20) retained samples were obtained from the manufacturing for evaluation; however, none of the retained samples displayed foreign matter. We have concluded that the foreign particle consists of the needle materials itself, that come from the hub or shield components. It is concluded that the foreign particle resulted from the assembly process. Due to a temporary mis-adjustment during the needle material (hub and shield) transport, some small plastic particle could have been produced. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles foreign matter on needle cannula. The following information was provided by the initial reporter: particles being observed inside the needle sheath. When did the incident occur? Unknown. We would like to inform you that our customer has recently reported instances of particles being observed inside the needle sheath. To support their internal investigation, the customer submitted samples for analysis at a laboratory, where the particle was identified as polypropylene (please find the laboratory results attached and batch information below). An unknown white particle was observed on the needle (figures so and 51). After isolation. Its principal dimensions were approximatety s30m x 385m. An examination of the particle showed lhat it wasirregularly shaped and friable. It had a similar colorationand appe.arance as the white material used to affix the needle in place. The ft-ir spectrum of a subsample of the partide contained bands that showed correlations with those in reference library epoxy resin spectra (figure52) and showed good correlations to a subsample of the white resin mate. Rial of the needle figure s3). X-ray microanalysis of the particle and the white resin from the needle detected high levels of carbon and oxygen. A moderate level of titanium, and trace levels of aluminium, chlorine and silicon (figure 54).